Manufacturer narrative:
Other relevant device(s) are: product ID: 9660651, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a catheter placement procedure. It was reported that while setting up the equipment, the system displayed emitter not connected. Axiem was green on emitter details but was red on emitter. There was no sound from the emitter. Unplugging and plugging the emitter in did not resolve the issue. Power cable and communication cable were unplugged and plugged in, but the issue persisted. Axiem indicated an ¿8¿. Unplugging the cables and rebooting the system resolved the issue. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.